Event description:
Info received by surgeon's office: on (B) (6) 2005--pt underwent hernia repair procedure with mesh implant. On (B) (6) 2010--pt presented to the ER with complaints of ruq pain. The pt was taken to surgery. The pt underwent diagnostic laparoscopy with adhesiolysis, appendectomy, removal of an abdominal wall foreign body and an drainage of an abdominal wall abscess in the area of the foreign body. The surgeon and pathologist identified the foreign body as a portion of the hernia mesh recoil ring. The pt is currently recovering well. According to medical records/operative report received for review: an explant of the fractured recoil ring was performed also with an appendectomy. The pt's status at the post-operative office visit was documented to be "good post-op progress". An excerpt from the explant operative report regarding the mesh: "it became readily apparent that this mass was actually a piece of the plastic ring used around the periphery of the prosthetic mesh. It appears the plastic ring had fractured and perforated anteriorly through the mesh and was poking up under the subcutaneous fat which was causing some of the pt's prior discomfort but probably not her acute discomfort. Therefore, this ring was grasped and elevated, dissected down as far as it could be, and then amputated and passed off to be sent as a gross specimen. The small hole in the mesh was closed with a #2-0 prolene suture."

Manufacturer narrative:
The sample received consisted of a section of 0.042" diameter ring measuring 6.2 cm in length. The sample contained the weld area, which was fully intact. Adjacent to the weld the ring was bent to the point of the ring material was partially fracture. One end of sample was slightly bulbous in shape and visually consistent with having cut with an electrosurgical instrument. The other end of the sample was ragged/shredded as if it had been grasped and twisted until it broke. Based on the available info and evaluation of the returned sample, we have concluded that the ring bend with partial ring fracture at the is what is described as a "ring fracture" indicated in the medical records.